Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available. The field service representative (fsr) inspected the instrument, performed trouble shooting, and replaced the valve, manifold, dispense 2 way, which resolved the issue. An instrument service history review for (B)(6) revealed no additional tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of complaint and trending data for the alinity I processing module did not identify any similar issues with regards to the customer reported event. Additionally, review of complaint and trending data associated with the valve, manifold, dispense 2 way did not identify any trends. Review of the manufacturing documentation did not identify any non-conformance's or potential non-conformance's associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I processing module, serial number: (B)(6), or the valve, manifold, dispense 2 way, was identified.

Event description:
The customer observed falsely elevated alinity I free t4 results generated for a female patient sample. The following data was provided (customer¿s reference range 9.0 - 19.0 pmol/l): on (B)(6) 2026 sample ID: (B)(6) initial result = 30.2 pmol/l, repeat results = 21.8 pmol/l, 18.6 pmol/l no impact to patient management was reported.